Event description:
According to the reporter: bag broke in lap chole. Surgeon then asked for applied bag and all went fine. Dr. Did not subject bag to any unusual treatment. Product thrown out. Nothing fell into the patient's cavity. The surgical time was not extended. Case ended fine .

Manufacturer narrative:
(B)(4).